Event description:
Customer reported a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer was guided through a pump reset by technical support, and after the reset, the cgm error no longer appeared. Customer successfully started their sensor session.